Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer replaced the instrument and cautery cord multiple times. The cautery level on the generator was adjusted, the generator was plugged and re-plugged and restarted to resolve the issue. The procedure was completed with the same robot with all four arms, using cautery that was intermittent and light. There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis but the reported failure, energy isn't firing at an adequate level, could not be reproduced on erbe connected to system. System error logs could not confirm the fault occurred in the field. A visual inspection revealed scratches on the side of cover. The unit was installed onto a golden system and functioned as expected. A root cause could not be determined based on failure analysis. The unit will be returned to original equipment manufacturer (OEM) for additional failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the energy was being intermittent with different cords and instruments. The integrated electrosurgical unit (iesu) or erbe was replaced however the genesis team has worked with the customer and did not find any issues. The procedure was completed with no reported injury.